Event description:
It was reported, low pacing impedance and p wave amplitude variation were noted on the right atrial (ra) lead. The ra lead was capped and replaced during an unrelated device exchange to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating oversensing was also noted on the ra lead. Lead damaged was suspected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.